Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. The customer was educated on the proper load techniques. Customer's blood glucose level read at a high value, though the specific number was unknown. The customer administered a correction bolus via the pump to address high bg level. Reportedly, the issue was resolved by changing the cartridge or disconnects from site and fills tubing and resumes insulin delivery without changing supplies.